Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis symfony toric multifocal intraocular lens (model zxr00, +22.5 diopter) was explanted from the patient's right eye in a secondary procedure because of visual disturbance and the patient having difficulty focusing at a distance. Lens model zxt225 +21.0 diopter was used as the replacement lens for the patient. Reportedly the incision was enlarged during the explant procedure. No further information was provided.

Manufacturer narrative:
Additional information: device available for evaluation ¿ yes, returned to manufacturer on 4/9/2018. Device returned to manufacturer ¿ yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.